Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 18842364.

Event description:
Related manufacturer reference numbers: 1627487-2023-04214 and 1627487-2023-04216. It was reported that one of the patient's leads is exhibiting high impedances, one is fractured, and one has migrated. Surgical intervention may be pending to address the issue. Investigation was unable to determine which three of the leads attributed to the event, or which lead was exhibiting each of the issues described.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the patients leads were explanted and replaced resolving the issue.